Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon noted revision due to instability and impingement, primarily due to acetabular alignment. Dislocation has occurred and needed more constraint.

Manufacturer narrative:
Revision thr (head and liner) performed on (B)(6). Primary implant date (B)(6) 2015. Surgeon noted revision due to instability and impingement, primarily due to acetabular alignment. Dislocation has occurred and needed more constraint. Head was replaced and a constrained liner with no lip replaced the primary liner. Post surgery demonstrated greater stability with no impingement through a range of motion. No x-ray's were made available and implants removed were disposed of as per company policy. No further information available. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.